Event description:
It was reported that charging cable for pump was damaged and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, and replacement charging supplies were arranged to be shipped with two-day delivery.